Event description:
It was reported that the patient presented to the hospital for a follow-up on 16 jun 2022. Upon examination of the lead, it was noted that the right atrial (ra) lead had low pacing lead impedance and lead noise which was causing automatic mode switch episodes and pacing inhibition. Fluoroscopy revealed ra lead had an insulation breach. The physician capped and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.